Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the user observed that the harmonic ace instrument could not be used due to a damaged part on the distal end. The user completed the procedure using the backup instrument with no further issue reported. It was noted that no fragment fell inside the patient and there was no known impact or patient consequence. Intuitive surgical, inc. (Isi) followed up with the site and obtained additional information regarding the reported event. The site told the clinical sales representative (csr) that at the time of the event the instrument tip was found to be broken and unusable, a fragment from the instrument had fallen inside the patient's anatomy, but was found and removed using another instrument during the same procedure. No post-operative complications have been reported as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace disposable insert involved with this complaint and completed the device evaluation. Failure analysis investigation identified that the blade was broken approximately 0.15" from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Failure analysis investigation also found an additional failure unrelated to the customer reported complaint. The harmonic ace disposable insert was found to have a damaged teflon pad on the clamp arm. No material was missing on the teflon pad damage. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image of the harmonic ace disposable insert identifies a damaged blade consistent with the customer reported issue. A review of the system logs using system name sh2227 confirmed a pulmonary lobectomy procedure performed on (B)(6) 2021, the instruments used during the procedure were not captured or registered in the system logs. Further verification of the accessory product via system logs could not be performed because accessory device product details are not captured in the system log. This complaint is considered a reportable adverse event and malfunction due to the following conclusion: the initial report indicated that the harmonic ace instrument could not be used due to a damaged part on the distal end. The user completed the procedure using the backup instrument. Product was returned and failure analysis investigation found a missing piece from the distal end of the instrument. The missing piece could fall inside the patient during the surgical procedure. The site was notified and follow up information stated that the instrument tip was found to be broken and unusable. A fragment was found in time and removed from the patient's body using another instrument. No post-operative complications have been reported. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Implant date is blank because the product is not implantable. Recall is not applicable. PMA/510k and adverse event are not applicable.